Manufacturer narrative:
B3. Event date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that at the time they responded to our letter they were still feeling some discomfort down the legs/sciatica but the issue has since been resolved. Patient asked if the therapy would be less effective at a lower amplitude because they haven't been able to hold their urine as long. Reviewed information and option to titrate amplitude to a higher level if comfortable. Patient declined to do so stating they are nervous about it. Redirected to discuss with managing hcp.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had an MRI a couple weeks ago and the device had been off since. The patient said they had wet themselves 4-5 times since turning the device off. The patient was instructed how to turn stimulation back on. The patient was able to connect to the implant and turn stimulation on. When the patient turned the stimulation on they said it was going down their leg and felt like sciatica. Decreasing stimulation was reviewed with the patient. The patient decreased stimulation to a comfortable level. The patient provided the name of their managing healthcare provider (hcp). Additional information was received from the patient. They reported that the cause of the stimulation going down their leg when it was turned on was determined. When asked for the most likely cause, the patient stated they weren't a doctor, but they thought the lead may be placed near the sciatica nerve area. The patient stated they had not spoken to anyone about this issue. The issue was not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31x60 implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 22-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.